Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The taxus express2 3.0x24mm drug eluting stent was successfully prepped. When it was put on the wire, but prior to inserting in the touhy, the catheter snapped and fractured. The procedure was completed with a 3.5x12mm taxus stent. No pt complications occurred.